Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving dilaudid 1.1 mg/ml at 0.8919 mg/day, bupivacaine 28 mg/ml at 22.702 mg/day, and clonidine 750 mcg/ml at 608.09 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, the pump pocket was revised and moved to another spot as it was causing discomfort to the patient. When the doctor tried to pull the sutureless connector (sc) off the pump, it just broke off. The sutureless connector was replaced. The patient had no symptoms related to the delivery of the medication; only the pump site was bothering her. No troubleshooting was performed. Once the pump was moved, the issue resolved. The patient's status was reported as alive no injury. Additional information regarding the date the patient first experienced discomfort with the placement of the pump has been requested. If additional information is received, a follow-up report will be submitted. Upon review, the following information that was previously reported in manufacturer report# 3004209178-2015-18381 and 3007566237-2015-03002 pertain to this manufacturer's report. Any additional information related to these events will be reported in this manufacturer's report. On (B)(6) 2015, the device was returned to the manufacturer with no return paperwork. No patient symptoms were reported. The device underwent routine analysis. Additional information has been requested. If additional information is received, a follow-up report will be sent.